Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation after the patient received radiation therapy. The device settings were restored. There were no adverse consequences to the patient.